Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction. The surgeon exchanged a 15.0 diopter lens for the same model 19.0 diopter lens. In a follow up, the surgeon reported both he and the patient are satisfied with the results following the iol exchange.